Event description:
During a laparoscopic cholecystectomy, the physician noticed a burn to the surface of the pt's liver. The procedure was continued without incident. The pt's medical condition after the event was reported as satisfactory.

Manufacturer narrative:
The used device has not been returned for eval. If the used device is returned, an investigation will be completed. Upon completion of the investigation a follow-up medwatch will be submitted.